Manufacturer narrative:
(B)(4). The event took place on an unspecified date ¿about two months ago¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an unspecified injury during an infusion of fentanyl with an unspecified baxter tubing set. The indication for the infusion was not reported. It was reported that the nurse incorrectly removed the tubing from the pump by pulling up on the slide clamp instead of pulling on the tubing from the bottom of the pump (up and out). The nurse had not closed the regulating roller clamp below the pump leading to a free flow of fentanyl to the patient. The patient required an unspecified medical resuscitation and was successfully resuscitated (no further detail was provided). No further information was provided regarding the patient's outcome from the event. No additional information is available.